Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, a gradual decrease in r-wave was noted on the right ventricular lead since 2013. The lead was capped and replaced on (B)(6) 2018 due to poor sensing. The patient was stable before, during and after the procedure.